Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise oversensing. Technical services (ts) was contacted, and ts described the noise as looking like a movement artifact. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise oversensing. Technical services (ts) was contacted, and ts described the noise as looking like a movement artifact. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating x-ray imaging revealed dislodgement and migration of the electrode. Subsequently, the patient underwent a revision procedure and the electrode was explanted and replaced. No additional adverse patient effects were reported.